Event description:
I was performing an over the wire on the patient and I was able to thread the wire into the line but when it was time to pull the line out, I felt a pop and was not able to pull the line unless I pulled both the guide wire and the line. I ended up losing the access and parents refused to have a new PICC [peripherally inserted central catheter] placed in another limb at this time. When I updated mom, she did inform me that when they had been discharged and she flushed the line and felt a pop. Prior to over the wiring the line I noticed that the line was leaking and most likely had a rupture in the line prior to the over the wire was attempted.